Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cps called and spoke to the pwd, who stated she had changed the infusion site on (B)(6). Overnight, she administered boluses, but bg levels did not decrease as expected. Both her sensor and meter were reading high, indicating bg 400 mg/dl. By morning, she was very sick, tested positive for ketones, and went to the hospital, where she received IV fluids and insulin. While in the hospital, she noticed upon removing the infusion site that the cannula had never pierced her skin and was lying flat under the adhesive. She was discharged on (B)(6) after changing the infusion site and cassette. The event occurred while in use with a patient. There was no patient injury.